Event description:
A caregiver reported a high reading issue with the freestyle libre 2 sensor. The caregiver reported a sensor reading of 344 mg/dl, and the customer (child) was treated with 1.2 bolus' of insulin via pump. The customer began to feel unwell, and the caregiver obtained a capillary result of 20 mg/dl on the freestyle libre 2 reader's built-in meter. The customer was then treated with 3.5 sugars by the caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the freestyle libre 2 sensor. The caregiver reported a sensor reading of 344 mg/dl, and the customer (child) was treated with 1.2 bolus' of insulin via pump. The customer began to feel unwell, and the caregiver obtained a capillary result of 20 mg/dl on the freestyle libre 2 reader's built-in meter. The customer was then treated with 3.5 sugars by the caregiver. There was no report of death or permanent injury associated with this event.